Manufacturer narrative:
H11: d4: serial # no information, catalog #- no information, h4: device manufacture date: no information.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not working, and turns on by itself. It was unknown how the issue was found. No patient or user harm reported. The customer reported that the v60 ventilator was not working and turns on by itself. Per the servicemax record, the customer placed an order for a replacement user interface assembly. A follow up was performed with the customer, and it was reported that the part was ordered per the recommendations of the remote service engineer (rse). The customer reported that there was no direct answer for repairing the reported issue. The investigation is ongoing.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, the customer did not provide any further details regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.